Event description:
During robotic portion of the procedure, the physician assistant (pa) was using the swab included in the laparovue set. The headpiece of the swab completely broke off the handle while attempting to use.